Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there was no hypo tube kinks noted. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. Stent strut row 1 on proximal end of stent is lifted and deformed. No issues noted with balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 22-dec-2016. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). After crossing a non-bsc guide wire, pre-dilatation was performed using a 2.0 x 15 non-bsc balloon catheter and visualization was done with an opticross imaging catheter. Then a 2.50 x 28 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Pre-dilatation was performed again but still unable to cross the lesion. The procedure was completed with a 2.5x24 synergy stent. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent damage.